Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the instrument was found to have one bent grip. The grips were not found to be cracked. The instrument failed the clip test due to misapplication of the clip. The instrument passes engagement and is able to retain the clip through engagement but cannot apply the clip. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, as moderate misalignment of the grip tips can occur when grasping hard tissue or objects, or from collisions with other instruments. The bent grips subsequently led to the failed clip test.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not hold the clip. The procedure was completed with no reported injury.